Event description:
It was reported that the patient fell and went in for and I&d and surgeon decided to change poly.

Event description:
It was reported that the patient fell and went in for and I&d and surgeon decided to change poly.

Manufacturer narrative:
An event regarding trauma resulting in revision involving a triathlon insert was reported. The event was not confirmed. Visual, dimensional, and functional inspections were not performed as no items were returned. DHR review for the referenced lot was satisfactory. There have been no reported events for the lot referenced. The exact cause of the event could not be determined because further information is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.